Event description:
Received a report from a consumer who indicated they inserted a tampon and experienced discomfort. The consumer promptly removed the tampon and believes they had inserted two tampon pledgets with one applicator. This is spacially not possible.